Event description:
The account alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster mechanism and adjusted the brake steer caster to resolve the issue.